Event description:
Consumer complaint of high control test results. Customer states that she feels well adn requires no require medical attention. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a level 1 control test, lot 4ac1b71. The control solution expires 10/31/2015 and was first opened (B)(6) 2015. The customer confirms the control solution was properly stored. The control result obtained is 182mg/dl. The expected range for a level 1 control solution is 32-62mg/dl.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction incorrect control solution used or environmental testing conditions. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high control test results. Customer states that she feels well and requires no require medical attention. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a level 1 control test, lot 4ac1b71. The control solution expires 10/31/2015 and was first opened (B)(6) 2015. The customer confirms the control solution was properly stored. The control result obtained is 182mg/dl. The expected range for a level 1 control solution is 32-62mg/dl

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).